Manufacturer narrative:
(B)(4). The complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-03366. It was reported the patient presented to the physician exhibiting a high fever and other signs of infection. It was also reported the scs lead and scs ipg sites were leaking fluid. The physician determined an infection was present and explanted the scs system. Additionally, the patient received antibiotics. The patient was seen on (B)(6) 2015 with no signs of infection. The patient remains on antibiotics and is being monitored for precautionary measures.